Manufacturer narrative:
H.6. Investigation: DHR was performed. No ncr's were raised during the production of this lot. All testing was within specification. The complaint could not be confirmed and the root cause is undetermined. Samples were not returned for investigation. H3 other text : see h.10.

Event description:
It was reported that sharps coll 3.3qt red lid came off. The following information was provided by the initial reporter: this is a report about detachment of the lid of sharps collector. According to the customer's report, the hcp disposed of a needle and lifted the product, and the lid then came off and needles were scattered.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is OEM - premium plastic solution (pps). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 3.3qt red lid came off. The following information was provided by the initial reporter: this is a report about detachment of the lid of sharps collector. According to the customer's report, the hcp disposed of a needle and lifted the product, and the lid then came off and needles were scattered.